Manufacturer narrative:
Concomitant medical products: 305c227 tissue valve, implanted (B)(6) 2012. Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached elective replacement indicator (eri) possibly prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.